Manufacturer narrative:
Clarification was requested as the event date reported was (B)(6) 2023; however, the procedure date reported was (B)(6) 2023. However, no further information has been made available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro catheter. The patient experienced pericarditis. Post procedure, the patient developed a pericarditis. The procedure date was (B)(6) 2023 and the caller was made aware of the adverse event on (B)(6) 2023. There was no intervention. During the procedure, they were using the qdot micro catheter. Ngen generator settings were set to qmode 50 watts for 10 seconds and qmode plus using default settings of 90 watts for 4 seconds. It was discovered post use of biosense webster products. Physician has not determined the cause. No intervention. Pain medications were administered. Outcome of the adverse event was fully recovered. Patient arrived at ed next day with complaints of chest pain (cp).